Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the reports. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test and would intermittently power on. Complainant indicated that there was no patient involvement in the reported malfunction.